Manufacturer narrative:
Follow-up #1 date of submission 12/17/2015-product analysis: the device was returned and evaluated by product analysis on 12/08/2015 with the following findings: the complaint could not be duplicated or confirmed. Review of the pump¿s black box revealed no abnormal pump behavior, related issues, or evidence of the complaint. Data related to the complaint was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed basal settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a pump accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 34 mg/dl with severe dizziness. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the patient changed the time incorrectly: the time was incorrect by 12 hours when the am/pm setting was set inappropriately. There was no indication or allegation of a device malfunction. This complaint is being reported because the alleged serious health event was attributed to an alleged use error.